Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, there was no feedback of grasping the trigger of the device at the 1st firing. The clip was incorrectly fed into the jaws and unformed. There was no unexpected noise. There was no torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(6). Additional information was requested and the following was obtained: please describe what was meant by the clip was incorrectly fed into the jaws and unformed. Was the clip delivered sideways into jaws, did not feed into jaws, feed multiple clips, etc? Clip delivered into jaws, but the jaws closed before firing. Did the device deliver malformed staples? Yes.

Manufacturer narrative:
(B)(4) = antibackup. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 3 conforming and 1 partially formed clips were fed due to the antibackup feature that was non-functional and then, it locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled and the antibackup lever was found to be out of its intended position. The batch record was reviewed and no anomalies were noted during the manufacturing process.